Manufacturer narrative:
The field service engineer found a bent rinse nozzle and replaced it. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2, ise indirect na, k, ci for gen.2, alb2 albumin gen.2, and tp2 total protein gen.2 results for three patients with the cobas 6000 c501 module. Note: the units of measure were not provided for the following results. (B)(6). The questionable results were not reported outside of the laboratory. The reagent and electrode lot numbers and expiration dates were requested but not provided.